Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/4 something and 4.2/2.82. The reporter said no treatment was based on the device result and didn't know if there was treatment based on the lab value. The device was replaced and requested to be returned for eval.